Event description:
Patient was revised to address recurrent dislocation. The cup was also reported to be loose.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. Per this reporting, patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be re-opened.